Manufacturer narrative:
Manufacture date for initial report should be 10/18/2016. A physical examination of the returned device confirmed that the catheter melted at the junction of the black portion and the clear portion. High-level probable causes were identified as related to design control and validation testing. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Concomitant medical products: light source: manufacturer - sun optix , model 300. (B)(4). The event is currently under investigation.

Event description:
Information was provided that the bush ureteral illuminating catheter was inside the patient when it started melting about mid-section. It was reported that the cable pulled apart like taffy. The device was removed and the patient was checked for injuries, no injuries were noted. No other information was available at the time of this report. Additional information was received and the event was clarified: customer reported that the device overheated and melted during a procedure to explant a patients' colon. Overheated and melted section was related to the connector and black cord of the device before the actual lighted stents; no portion of the overheated device was within the patient. The device was in use for a the entire procedure and the light source intensity was "very likely turned all the way up." The light source was a sun optes 400. The device was in use "not long' before the overheating was noted. No patient injury was reported, however, an unconfirmed report from the customer indicated that a staff member was burned while unplugging the device. No further information about the alleged burn or medical attention needed to address the alleged burn was provided. The procedure was completed without illumination. The instructions for use that accompany each device states under the precautions section that " the anodized aluminum plug conducts heat. Allow the plug to cool down prior to attempting to unplug." The instructions for use also state under the instructions for use section that: " note: this catheter will not transmit thermal energy along its light fibers to patient tissue. Any excessive thermal damage from the light source will manifest at the catheter/light plug junction and will not be transmitted along the catheter length." "Note: high-energy light sources such as xenon may cause overheating of the anodized aluminum plug. An adapter (available from most light source manufacturers) will ensure product safety and functionality." "Note: start illumination with the light source at the lowest setting, as many light sources produce thermal energy at varying temperatures. This will limit the possibility of thermal damage at the catheter/light plug junction."

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Information was provided that the bush ureteral illuminating catheter was inside the patient when it started melting about mid-section. It was reported that the cable pulled apart like taffy. The device was removed and the patient was checked for injuries, no injuries were noted. No other information was available at the time of this report.